Event description:
It was reported the pump was explanted on (B)(6) 2015, because it was thought it may be infected. It was not known if the catheter was explanted as well. The patient¿s pump pocket became red and irritated. It was unknown when the patient¿s symptoms started. It turned out not to be infected as the cultures came back negative. It was further reported the healthcare provider (hcp) felt the reaction was to an allergy and would like to proceed with a silicon covered pump. The patient was cleared by infectious disease. It was later reported the patient had edema surrounding the pump implant site since the pump implant that consistently worsened without any signs or symptoms of infection. The allergic reaction resolved and the patient recovered without permanent impairment. The drug being delivered via the device system was dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).